Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm6_12.1 implantable collamer lens of diopter -4.0 into the patient's left eye (os) on (B)(6) 2024. Intraoperatively the lens was removed due to patient dissatisfaction -pain. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H2 - originally the claim was determined to be reportable, but upon further review, it was found to be non reportable.

Manufacturer narrative:
(B)(4).